Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. 846828) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea (",dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)/extreme blood loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia(bleeding b/w periods)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and metrorrhagia had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2010, (B)(6) 2009 &2011 she had received treatment for pain, bleeding. Received treatment for abnormal bleeding and dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test not specified. Result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: pfs received : lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. 846828) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea (",dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)/extreme blood loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia(bleeding b/w periods)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and metrorrhagia had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2010, (B)(6) 2009 & 2011 she had received treatment for pain, bleeding. Received treatment for abnormal bleeding and dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test not specified. Result-not provided. Lot number:846828, manufacturing date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and metrorrhagia had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010 (discrepancy noted in insertion date). She had received treatment for pain, bleeding. Discrepancy noted in date of insertion (B)(6) 2009 & 2011. Received treatment for abnormal bleeding and dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test not specified. Result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs: new event: vaginal haemorrhage was added. Reporter was added. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea (",dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metorhagia(bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: (B)(6) 2010 (discrepancy noted in insertion date) she had received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: yes (essure confirmation test not specified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: case became incident. Event injury nos has been updated and new events 'genital bleeding, dysmenorrhea, abdominal pain, pelvic pain, menorrhagia, metorhagia' were added. Reporter (lawyer) added. Patient date of birth added. Product start date changed and stop date added. Outcome of event pain (pelvic pain, abdominal pain, dysmenorrhea), bleeding (menorrhagia, metrorrhagia, genital bleeding) added as recovered. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.